Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced batteries x2, completed the pm and calibrated the iabp. All functional and safety checks were performed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical use. The full name of the initial reporter named is (B)(6). She/he is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Event description:
During scheduled preventative maintenance (pm) of the cs300 intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), the iabp failed the battery runtime test. There was no patient involvement and no adverse event was reported.